Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a 47-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient''s arterial needle became dislodged during a home hemodialysis treatment on (B)(6) 2022 and the patient subsequently expired. Additional information was received on (B)(6) 2022 from the htn who confirmed the patient was treating without a care partner present when his needle dislodged approximately thirty-seven minutes into treatment. The patient was found by his care partner upon her arrival home, cardiopulmonary resuscitation was initiated but unsuccessful. There is no indication that the device caused or contributed to the event, and no further details were provided. Per the htn, the cause of death has not been released.